Manufacturer narrative:
The reported event is unconfirmed - problem could not be reproduced. Visual evaluation noted 2 unopened intermittent catheters in original packaging were received. No damage noted on exterior of packaging. Dip line and hydrophilic coating present. Samples were tested according to ansi/asq z1.4-2003 (r2013), aql- 1.0, general inspection level ii. Performed organoleptic test. Lubricious coating material remained on all catheters tested after more than 10 wipes which meets specifications.the product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the magic 3 catheter had watery lubricant coating and was difficult to burst water sachets that seemed to be small and misshaped, also had thin packaging that caused tears before getting the package open. Also stated that catheter was squeezed into box bending catheters in a position that was making insertion or removal painful. Also the catheter had thickened lubricant that globed up before fell off, catheter was dry while removing. Also, customer stated that one batch of the catheter was dry and while removing the catheter the lubricant fell off and felt like it scratched the inside of the patient's urethra. The patient was diagnosed with prostatitis by the physician and had been on antibiotics for the last couple of months after this event. Also, customer noted that some batches from same lot were very different and had some issue related to a mixture of package defect. Several catheters were used and customer stopped using due to pain by bent catheters and small misshaped water packets. Per additional information received via phone on 09jul2021, the customer stated that the issues were going on for a month and unsure of which lot was affected. Also the lubricant was too watery and caused irritation when tried to insert. Some catheters were able to be inserted but most were not. Customer had suffered prostatitis and was on doxycycline antibiotics. Also stated that each box had been unusable by the customer and the replacements received were working a lot better. Per additional information received via mail on 26aug2021, customer was affected by magic3 catheters causing urethral tissue trauma and felt these issues from a quality compliance problem within manufacturing and, as they continue, had increasingly caused pain and possibly sepsis from their use of defective product. Per follow up on 02sep2021, customer had issues with total of four catheters. Two catheters had sharp edges and two had watery lubricant. Also stated that there was also no uniformity to the shape of the catheters. They had problems recently with lots jufp2681 and jufn1619. Customer were not certain which lot caused sepsis and was given antibiotics. Per follow up via phone on 01nov2021, customer stated that last week they had issue with another lot which caused them to have bleeding with use. Patient felt like it scratched the urethra and added that the lubrication was very minimal. Customer stated that it cut their urethra in which experienced blood and blood clots after using this lot. Customer used some old antibiotics that were previously prescribed by their doctor but did not seek medical attention this time. Per additional information via mail on 01dec2021, it was reported that the customer received last batch of intermittent catheter were also just bad and did not have lubrication. Patient had pain with insertion, bleeding and tissue trauma. The intermittent catheter had problem and injuries from the catheter were getting worse and customer checked the lubrication on other catheter and was not that hard. The catheters were awful and they decided to stop using them.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual evaluation noted 2 unopened intermittent catheters in original packaging were received. No damage noted on exterior of packaging. Dip line and hydrophilic coating present. Lubricious coating material remained on all catheters tested after more than 10 wipes which met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. The actual/suspected device was inspected

Event description:
It was reported that the magic 3 catheter had watery lubricant coating and was difficult to burst water sachets that seemed to be small and misshaped, also had thin packaging that caused tears before getting the package open. Also stated that catheter was squeezed into box bending catheters in a position that was making insertion or removal painful. Also the catheter had thickened lubricant that globed up before fell off, catheter was dry while removing. Also, customer stated that one batch of the catheter was dry and while removing the catheter the lubricant fell off and felt like it scratched the inside of the patient's urethra. The patient was diagnosed with prostatitis by the physician and had been on antibiotics for the last couple of months after this event. Also, customer noted that some batches from same lot were very different and had some issue related to a mixture of package defect. Several catheters were used and customer stopped using due to pain by bent catheters and small misshaped water packets. Per additional information received via phone on 09jul2021, the customer stated that the issues were going on for a month and unsure of which lot was affected. Also the lubricant was too watery and caused irritation when tried to insert. Some catheters were able to be inserted but most were not. Customer had suffered prostatitis and was on doxycycline antibiotics. Also stated that each box had been unusable by the customer and the replacements received were working a lot better. Per additional information received via mail on 26aug2021, customer was affected by magic3 catheters causing urethral tissue trauma and felt these issues from a quality compliance problem within manufacturing and, as they continue, had increasingly caused pain and possibly sepsis from their use of defective product. Per follow up on 02sep2021, customer had issues with total of four catheters. Two catheters had sharp edges and two had watery lubricant. Also stated that there was also no uniformity to the shape of the catheters. They had problems recently with lots jufp2681 and jufn1619. Customer were not certain which lot caused sepsis and was given antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the magic 3 catheter had watery lubricant coating and was difficult to burst water sachets that seemed to be small and misshaped, also had thin packaging that caused tears before getting the package open. Also stated that catheter was squeezed into box bending catheters in a position that was making insertion or removal painful. Also the catheter had thickened lubricant that globed up before fell off, catheter was dry while removing. Also, customer stated that one batch of the catheter was dry and while removing the catheter the lubricant fell off and felt like it scratched the inside of the patient's urethra. The patient was diagnosed with prostatitis by the physician and had been on antibiotics for the last couple of months after this event. Also, customer noted that some batches from same lot were very different and had some issue related to a mixture of package defect. Several catheters were used and customer stopped using due to pain by bent catheters and small misshaped water packets. Per additional information received via phone on 09jul2021, the customer stated that the issues were going on for a month and unsure of which lot was affected. Also the lubricant was too watery and caused irritation when tried to insert. Some catheters were able to be inserted but most were not. Customer had suffered prostatitis and was on doxycycline antibiotics. Also stated that each box had been unusable by the customer and the replacements received were working a lot better.